Manufacturer narrative:
Product event summary: analysis confirmed the reported damage to screen. Analysis also found the battery contacts were contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was damage to the screen. The external pulse generator was returned for service. There was no patient involvement.